Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately four months. Patient developed mitral valve endocarditis, causing dehiscence of the ring and return of severe mitral regurgitation. Patient also has severe tricuspid regurgitation and continues to be in atrial fibrillation through permanent pacemaker which is also brought to be infected. Based on the operative report, mitral annuloplasty band was noted to be dehisced from the annulus posteriorly. Also, the anterior mitral leaflet where some vegetations were noted was completely excised along with its chordal attachments. The subject device was removed and replaced with another edwards annuloplasty system.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the edwards device was not returned; therefore, the source of the infection cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the of the infection was not provided. No further actions are possible with the available information.